Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had twiddlers syndrome and twisted the leads around the pulse generator. The atrial lead was explanted.